Manufacturer narrative:
(B)(4). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Initial MDR is being submitted retrospectively due to a filing error by b. Braun medical inc. At the time of the reporting. At the time of initial reporting, exemption e20110099 applied to the case.

Event description:
As reported by the user facility: reports "bag insulin delivered in shorter time than expected. Between 10:19am and 3:18pm, an over-infusion of insulin occurred. The clinician stated that the pump was set to infuse 5ml/hr but pump infused entire 100ml in a shorter time."